Manufacturer narrative:
Concomitant medical devices: ddmb1d4 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds.  The lead was explanted and replaced.  No patient complications have been reported as a result of this event.